Manufacturer narrative:
It was noted that the device is not available for evaluation. If additional information is received, it will be provided in a supplemental report upon completion of the investigation.

Event description:
As reported: "(B)(6)-yr. Old female in good health, very physically active. Revision hip arthroplasty on (B)(6) 2018 using stryker mdm. Twelve days later, full dislocation and closed reduction. At approximately 4 months post-surgery I am experiencing a popping sensation, as though the femoral head is popping back into the cup (no pain). It happens mostly if I am in a squat and stand up, but has also occurred upon standing from sitting in a chair. I am avoiding squats but don't know what else to do/ not do. I still see a pt who observes the original movement limitations (degree abduction, etc) that were given to me. This pi is for post-op popping sensations.